Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had less than three months estimated time to explant. Data analysis indicated that the power has been stable, but has been elevated by fast atrial sensing. Over the past year, the actual battery voltage has been decreasing faster than expected. This may be a sign of a malfunction. Boston scientific technical services (ts) recommended replacing the device. Additional information indicated that the device change out will be delayed as the patient had pneumonia. To date, the device remains in service. No adverse patient effects were reported.